Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Review of device history records (DHR) could not be performed due to unknown part and lot number even after the follow up attempt. The reported devices are used for treatment. A complaint history review could not be performed due to unknown part and lot number even after the follow up attempt surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Unable to perform a compatibility check based on the provided information. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated report: MFR rpt 0001825034-2018-00841, MFR rpt 0001825034-2018-00842. Concomitant products: part# unk, lot# unk, kne-other-other-unk.

Event description:
Clinical study (B)(6) - two years after a revision procedure the patient reported they continued to experience problem in walking, self care and usual activities and extreme pain. Patient reported episodes of extreme (severe) pain that decreased to moderate pain, problems and severe pain walking on flat surfaces, extreme pain ascending stairs and bending, and used a cane 2 years post implant. The patient indicated that the implant caused extreme difficulty with their quality of life 2 years post implant. Patient rated knee function at a 30 and provided an unsatisfactory rating 2 years post implant.